Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after receiving multiple high voltage therapies. The shock therapies led to a capacitor maintenance timeout. The device was explanted and replaced. The patient condition is well.